Event description:
It was reported that the facility wants the maximum r output of the 9600 system to be within specifications when the measurement is taken 12" from the face of the laser aimer and not from the face of the ii. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Adjusted the r output to be 17.7 r/min in boost and 7.8 r/min at 12" from the face of the laser aimer as requested. The system was tested and found to be working as intended and placed back into service.